Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No low battery alarm, replace battery now alarm or power error 25 noted during testing. No unexpected low battery alarm or replace battery now alarm noted in the pump trace download. No power error 25 noted in the pump trace download. Pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed replace battery alert due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a replace battery now. The alarm occurred less than 10 hours from a low battery alert. It was the second occurrence of the alarm. The customer¿s blood glucose level was 190 mg/dl. There was no clear indication that the alarm was resolved. The device will be returned for analysis.